Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (unable to communicate with belt) was confirmed. As received, the monitor's electrode belt connector was broken free from the monitor enclosure, preventing the belt connector from staying latched. Review of the patient's download flag files indicate that patient protection may have been affected. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to communicate with a belt.